Event description:
Rptr has problems with: atypical neurologic disease syndrome (nerve antibodies, tingling and numbness in extremities, etc.), human adjuvant disease, (synovitis, chronic fatigue, myalgias, arthralgias, sicca syndrome), sjogren syndrome, cognitive dysfunction, lymphadenopathies, chronic severe headaches, digestive and bladder irritation, insomnia, implant burning and disfigurement, frequent upper respiratory infections, easy bruising and oral ulcers.